Event description:
This case was reported by a consumer and described the occurrence of seizure in a (B)(6) female pt who received super poligrip extra care with poliseal gel ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal. At an unk time after starting super poligrip extra care with poliseal, the pt experienced seizure. This case was assessed as medically serious by gsk. Treatment with super poligrip extra care with poliseal was discontinued. At the time of reporting, the event was unresolved. The pt has seizures and wonders whether they could be caused by super poligrip. The pt switched to using super wernets.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).